Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the leadless implantable pulse generator (ipg) exhibited high thresholds and ventricular capture management was set to off. Afterwards, intermittent pacing "ferrers" were observed and output was increased however, pacing "ferrer" were still observed and dislodgement was suspected. When the leadless ipg was removed, it seemed like only one tine was caught when the tine was slowly pulled. The leadless ipg was replaced with a transvenous ipg. No patient complications have been reported as a result of this event.